Event description:
While infusing chemotherapy tx (doxorubicin) leak occurred between patient port and connection to patient IV bag. Leak noticed at the closed-system transfer device (ICU medical spinning spiros). Majority of the bag had already been infused and about 30 ml of medication remained when leak was discovered. IV bag was stopped and disconnected from patient and spill kit was utilized to clean up the leak. FDA safety report ID # (B)(4).